Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-32816. It was reported the patient experienced ineffective stimulation. X-rays indicated the leads had migrated. In turn, the leads were repositioned on (B)(6) 2020. Effective therapy restored postoperatively.